Event description:
No anomalies were identified during the analysis of the patient's explanted generator.

Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that the patient has been experiencing neck pain over the last two months and that device diagnostics approximately six months prior were within normal limits. Attempts to obtain additional information have been unsuccessful to date. It was reported that the patient was scheduled for system replacement, but surgery has not yet occurred.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent generator and lead replacement surgery. Pre-operative diagnostics showed high impedance (dc dc code - 7). During the surgery, a new generator was placed on the existing lead at which time device diagnostics were within normal limits. The patient's head was placed in four different positions with subsequent device diagnostics being within normal limits. The generator was moved and device diagnostics then resulted in high impedance (>10,000 ohms). The lead was dissected off of the patient's nerve and a new lead was placed. The surgeon reported that the lead appeared to be kinked when the generator pocket was opened. Device diagnostics with the new vns system was within normal limits. The generator and lead were received for analysis. Analysis of the lead was completed on 05/22/2014. Note the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. One of the quadfiler coils was kinked. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Analysis of the generator is underway, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.